Event description:
The customer reported that during reprocessing, fibers (foreign material) were found falling off from the channel of the subject device. There was no patient involvement.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive of the bending section cover was cracked. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to the device evaluation and report source. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material falling off from the channel was unable to be identified. Olympus will continue to monitor field performance for this device.